Manufacturer narrative:
Concomitant medical products: d274trk ICD, implanted: (B)(6) 2011. Product event summary: the proximal portion of the lead was returned and analyzed. Analysis indicated proximal ring rust/corrosion/green in trifurcation. The distal conductor of the lead was extrinsically over-rotated. The analyst noted that the proximal portion passed the electrical continuity testing but it failed to meet visual inspection. Distortion of the distal conductor within the is-1 connector was also observed. This is indicative of the connector pin being turned an excessive number of times during helix retraction. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were non-sustained ventricular tachycardia episodes where the right ventricular (rv) lead exhibited noise and oversensing. The lead was partially removed, capped and replaced. No patient complications have been reported as a result of this event.